Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing the ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 1.5mmx20mmx142cm coyote es balloon catheter was advanced. The balloon was inflated however, it ruptured under 1 atmosphere. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.